Event description:
It was reported that the patient never had therapeutic effect. It was noted that the patient felt intermittent stimulation, and did not have relief. It was further noted that the manufacturing representative changed the patient's program from program 4 to program 1 and increased the stimulation. This worked for a week up to 3 or 3.5 hours, but then reverted to normal. It was stated that patient had been using program 4 for about 2 weeks, but reported just a little relief. The patient noted that the trial worked on the third day and his relief lasted for 6 to 8 hours. With the implant, the patient did not have relief for 6 to 8 hours. Increasing the stimulation and different program usage was discussed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was that the device needed reprogramming. It was stated that there were no abnormal impedance measurements, there was no surgical intervention, and the patient did not require hospitalization. It was noted that the patient was reprogrammed in august, and did not contacted the health care provider with additional reprogramming needs. No further information was provided.

Manufacturer narrative:
Product ID: 3889-28, lot# va006qs, implanted: (B)(6) 2012, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).